Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for hypoglycemia. It was stated that the customer's blood glucose reading was 6.2 mmol/l prior to the event. The customer then lost consciousness at work and was taken to the hospital. The customer stated that the sensor glucose readings were different from the blood glucose readings. Troubleshooting was performed and no indication of false readings were noted. Nothing further was reported.